Manufacturer narrative:
The device was received for evaluation. The customer reported issue was reproduced during testing as an upstream occlusion alarm occurred. A review of the event history log revealed upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the lower fluid numbers below 200 which is a known case for upstream occlusion, thus the ultrasonic is the failed component. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump displayed an upstream occlusion alarm during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.